Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) oversensed noise on the atrial, ventricular, and shock channels. Ventricular pacing was inhibited as a result of this oversensing. An invasive examination of the ICD header revealed blood behind all setscrew seal plugs; therefore, the physician elected to explant and replace the device.